Event description:
Customer reports that she obtained results of 307mg/dl,172mg/dl, 161mg/dl, 150mg/dl within minutes on the same device. No action reportedly taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacment was sent.